Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024 a 25mm navitor transcatheter aortic valve (serial: (B)(6) was chosen for implantation utilizing a small flexnav delivery system (lot: 9224629). Patient presented in sinus rhythm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. After crossing the annulus with the guidewire, the patient went into junctional heart block. The valve was implanted successfully at a depth of 3mm. The patient left the operating room with a temporary pacemaker and was hospitalized for monitoring of rhythm. On (B)(6) 2024, the patient developed heart block and a permanent pacemaker was implanted. The patient was reported to be stable and hospitalized for monitoring.

Event description:
It was reported that on (B)(6) 2024 a 25mm navitor transcatheter aortic valve (serial: (B)(6)) was chosen for implantation utilizing a small flexnav delivery system (lot: 9224629). Patient presented in sinus rhythm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. After crossing the annulus with the guidewire, the patient went into junctional heart block. The valve was implanted successfully at a depth of 3mm. The patient left the operating room with a temporary pacemaker and was hospitalized for monitoring of rhythm. On (B)(6) 2024, the patient developed heart block and a permanent pacemaker was implanted. The patient was reported to be stable and hospitalized for monitoring.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause for the reported heart block could not be determined. The reported hospitalization, unexpected medical intervention, and surgical intervention were result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling. H6 health effect - impact code: 4641 added.